Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were caught in the rain and the insulin pump got wet. Customer stated that the screen has condensation. The device was not dropped and does not have physical damage. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage on the keypad traces, under lcd screen, electronic assembly or motor noted. However, the insulin pump was received with cracked reservoir tube lip.